Event description:
It was reported that a patient presented remotely via (B)(6).net. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have exhibited low defibrillation impedance, leading to no high voltage therapy delivered to resolve a episode of true ventricular tachycardia. Programming changes were made to resolve arrhythmia episode. No additional intervention was performed. The patient was stable throughout the event.